Event description:
The manufacturer received information alleging a patient's family state's that a ventilator service required alarm occurred regarding a trilogy evo ventilator. The device was in use on a patient at the time of the occurrence. There was no report of harm or injury. The trilogy evo ventilator was returned to the manufacturer service center for evaluation. During the evaluation it was noted that the reported "ventilator service required" alarm was not duplicated by an operational check. While reviewing the error log an error code in relation to (the device software has detected a large pressure drop between the monitor and outlet pressure sensors) was observed. After conducting an internal inspection, the technician confirmed the event was caused by contamination in the machine flow sensor. In conclusion the machine flow sensor, system board, blower assembly, blower bellow seals, 3 way solenoid valve, proportional valve, low flow o2 connector, blower chassis plate, cal, mount, outlet side panel and tubes were replaced to address the issue. Additionally, during the evaluation the following parts were replaced as a part of preventative maintenance: muffler assembly, particulate filter, air inlet foam filter. The technician performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. The software version was checked (ver.1.06.10.00).